Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated has been evaluated. The batch 6011480 in question was manufactured at the reynosa site. Complaint investigation: the reference samples for batch 6011480 were previously tested in complaint (B)(4) on (B)(6) 2025. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set: the lot 6011480 was manufactured according to the wi version 82 and packaging in the quick set line, on 07/feb/2025, with a total of (B)(4) units. Assembly of quick set: lot 5a05108 was manufactured according to the wi version 27 assembled in the quickset line, on 07/feb/2025, with a total of (B)(4) units. Assembly of quick set: lot 5a05107 was manufactured according to the wi version 27 assembled in the quickset line, on 06/feb/2025, with a total of (B)(4) units. Gluing of quick set: lot 5a06203 was manufactured according to the wi version 42, gluing of quick set in machine mp04 - mp08, on 04/feb/2025, with a total of (B)(4) units. Lot 5a06202 was manufactured according to the wi version 42, gluing of quick set in machine mp04 - mp08, on 03/feb/2025, with a total of (B)(4) units. Trending: a query was run in database on (B)(6) 2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6011480 and one more complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannula leading to hyperglycemia. The blood glucose level was 28 mmol/l at the time of event and the patient got treated with insulin pen and manual injection. The infusion set was in use for one day. The length of hospitalization was for 24 hours. The ketone value was found to be 5 mmol/l. No further information available.